Event description:
The customer reported that they received erroneous results for two patient samples tested for ion selective electrode (ise) sodium. The first sample initially resulted as 118 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer and resulted as 140 mmol/l. The repeat value of 140 mmol/l was believed to be correct. The second sample initially resulted as 118 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a different cobas 8000 analyzer and resulted as 140 mmol/l. The repeat value of 140 mmol/l was believed to be correct. The patients were not adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The field service representative determined that the internal standard syringe seal was poorly seated. Air was bypassing the seal and entering the internal standard flow path. He removed and reassembled the internal standard syringe seal. He observed syringe operation during priming and no air was observed bypassing the seal. He performed an ise check and a precision study using a customer provided pool; these passed. Results were within customer expected ranges.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. Additional information was requested, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.